Manufacturer narrative:
Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was related to the customer not removing air from the cartridge prior to filling it with insulin. Reportedly, a correction bolus was delivered to address bg. Tandem technical support educated the customer on the correct air removal steps, and recommended they call back if they require further assistance. No additional patient or event information was available.